Event description:
It was reported that the patient was going to have a lead replacement on the day following the date of this report. The reason for the revision was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).